Event description:
A customer reported the infusion line did not work during a cataract surgery. The surgery was completed on the same day. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Based on our current tracking, there are no adverse trends for this reported complaint. A wet posterior pak was visually inspected and no obvious defects were found. The tubing was cut below the probe engine. The radio-frequency identification (rfid) connectors were engaged to the console. No response was given from the light emitting diode (led) rings on the console. After connecting the tubing on the probe manifold, the sample was tested using the same console. The sample failed to prime and generated a system message code. The radio-frequency identification rfid connectors were tested and failed. This error can be related to the customer¿s reported event and a priming failure. The root cause of the customer's complaint is likely related to the probe failing at the tester station based on the results of the investigation and should have been rejected. This error can be related to the customer¿s event. Action will not be taken for this occurrence. After investigation of this complaint and analysis of complaints of this nature confirm no unfavorable trend for this event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).